Event description:
It was reported that Technical Services (TS) was consulted regarding storage of Atrial Tachy Response (ATR) episodes for this cardiac resynchronization therapy defibrillator (CRT-D). TS explained that there is no storage limit nor time delay for storage of ATR episodes. Upon review, no stored ATR episodes were found. Additionally, TS noted that atrial sensing and pacing has been disabled for this device, which could be potentially linked to atrial fibrillation (AF) undersensing on the right atrial (RA) channel. The associated RA lead is a non-Boston Scientific Device. No adverse patient effects were reported. This CRT-D remains in service.

Event description:
IT WAS REPORTED THAT TECHNICAL SERVICES (TS) WAS CONSULTED REGARDING STORAGE OF ATRIAL TACHY RESPONSE (ATR) EPISODES FOR THIS CARDIAC RESYNCHRONIZATION THERAPY DEFIBRILLATOR (CRT-D). TS EXPLAINED THAT THERE IS NO STORAGE LIMIT NOR TIME DELAY FOR STORAGE OF ATR EPISODES. UPON REVIEW, NO STORED ATR EPISODES WERE FOUND. ADDITIONALLY, TS NOTED THAT ATRIAL SENSING AND PACING HAS BEEN DISABLED FOR THIS DEVICE, WHICH COULD BE POTENTIALLY LINKED TO ATRIAL FIBRILLATION (AF) UNDERSENSING ON THE RIGHT ATRIAL (RA) CHANNEL. THE ASSOCIATED RA LEAD IS A NON-BOSTON SCIENTIFIC DEVICE. NO ADVERSE PATIENT EFFECTS WERE REPORTED. THIS CRT-D REMAINS IN SERVICE.

Manufacturer narrative:
THE PRODUCT WAS NOT RETURNED FOR ANALYSIS AS IT REMAINS IN SERVICE; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, BOSTON SCIENTIFIC HAS ASSIGNED AN INVESTIGATION CONCLUSION CODE OF KNOWN INHERENT RISK OF DEVICE.

Manufacturer narrative:
This product has not been returned and therefore device analysis could not be performed.A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.A Risk Review was completed and confirmed that the event of Undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.